Manufacturer narrative:
Technician found left siderail cable had exposed wires. Replaced left ucm to weigh frame junction board cable assembly to resolve this issue.

Event description:
Complaint alleged that left siderail cable had exposed wires.